Event description:
It was reported the patient's ((B)(6)) implantable neurostimulator (ins) was unable to communicate with the patient programmer. Troubleshooting with a clinician's programmer was to no avail. Surgical intervention was undertaken and intraoperatively the device would once again not communicate. The ins was explanted and replaced and therapy resumed.